Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system and ovation ix iliac stent grafts were implanted to treat an emergent pre-existing aortic rupture. One day following the emergent evar procedure, the patient presented with a complete occlusion of the left iliac limb stent graft in the presence of significant aortic angulation and tortuous common iliac arteries. A fem bypass procedure was completed on the same day to successfully restore blood flow to the occluded iliac artery. As of the date of this report, there have been no additional patient sequelae reported.